Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The patient also experienced swelling and redness of the skin at the site of the implant. A CT scan was performed (date not reported) and revealed a dislodged magnet after an MRI. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.